Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/09/2019. Device returned to manufacturer: yes. Device evaluation: the return lens was received october 9, 2019 for investigation. The product was received in a ziplock bag. Visual inspection, with the unaided eye, shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Information was known; however, not included the initial MDR submission. Visual acuity: pre op: 20/200, visual acuity: post op: distance 20/25, near j10. PMA/510k: p980040. Patient code: 2138 (additional). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age / date of birth: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to patient dissatisfaction and reportedly not being able to see. Patient was unhappy with vision strain, headaches, and imbalance. Also noted she could see the outline of the lens. No further information was provided.